Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's implantable neurostimulator was not connecting with the patient programmer or the recharger. The patient's family member spoke to a manufacturer representative about two weeks prior to the report who instructed them on how to get the implantable neurostimulator out of overdischarge. It was noted that the they were told to try up to four times, but this didn¿t help with the issues. The last successful recharge session was unknown, the implantable neurostimulator had been turned off since the first week of (B)(6) because the patient had a knee replacement. In the end, the patient was re-directed to follow-up with their health care professional. There were no further complications reported or anticipated. Additional information was received from a consumer regarding the patient on 2019-may-29. It was reported that the patient¿s first implant failed. The patient was told to turn it off when she had knee replacement surgery. The patient checked the device each week, and did charge it, and then one day, it would not connect. The patient got a replacement device on (B)(6) 2019. There were no further complications reported or anticipated.